Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the supplies were changed to address the event. Blood glucose was 511 mg/dl which was addressed with a bolus. Customer reverted to manual injections.